Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Insulin pump failed the sleep current test due to moisture damage on the j6 battery connector. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error alarm confirmed on [(B)(6) 2021: (B)(6) 2021] due to unexpected battery power loss caused by moisture damage on j6 battery connector. Battery lasts less than expected confirmed using the adapt tool showing excessive battery changes within a month [(B)(6) 2021] due to moisture damage on the j6 battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm or power loss alarm. Insulin pump received low battery alert prior to replace battery alert and they noticed battery only last about a week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.